Event description:
The customer reported to olympus the single use mechanical lithotriptor v was being used with a guide wire when the wire was inserted into the guide wire tip on the lithotriptor, but the guide wire tip broke soon after. The doctor used a second lithotriptor, but the tip tore again. The user opted to not use the guide wire and performed the lithotripsy without it. The issue was found during an unidentified therapeutic procedure. There were no reports of patient harm. This report is for the first device and related to linked patient identifier (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The actual product was destroyed at the facility. The subject device was manufactured in june 2023, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event was caused by the user overloading the guidewire tip and causing it to tear. The circumstances under which the overload was applied could not be determined. Since olympus confirmed there were no defects such as tears in the tip during the manufacturing process, it is possible the tear in the guidewire tip was caused by the following handling: 1) when inserting the distal tip over the guidewire, the guidewire tip insertion port and the guidewire were pushed at a large angle (not parallel). 2) a load beyond the resistance strength was applied to the guide wire tip. This had caused the guide wire tip to tear. However, the root cause of the problem could not be conclusively identified. The event can be detected/prevented by following the instructions for use which state: "when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4.20. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 4.21. This may damage the distal tip." Olympus will continue to monitor field performance for this device.